Event description:
It was reported that a physician stated they had a patient experienced hemoptysis following a cryo-ablation procedure using a polar x catheter. No information regarding the procedure date, the procedure outcome, interventions or treatments for the hemoptysis, or the patient's ongoing status were provided. They also did not clarify how long after the procedure the hemoptysis was observed. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.